Manufacturer narrative:
No devices were returned to olympus for eval. An olympus endoscopy support specialist (ess) visited the user facility to review the facility's reprocessing practices, and determined that the users were not following all recommended steps in the instructions for use in reprocessing the endoscopes. Contrary to the MFR's recommendations, users were reportedly connecting the maj-855 injection tubing (maj-855) to the automatic endoscope reprocessor (aer) output port, and then to the auxilliary water channel port of the endoscopes, which may result in insufficient flushing of the channels. Additionally non-olympus single use cleaning brushes were reportedly being used for at least a couple of days. Two different colonoscopes were reported to be involved into this report; however, no specific model and serial number was provided. The ess advised the users to follow all the recommended steps in proper reprocessing of the endoscopes, and provided the user facility a copy of the reprocessing manual. The ess will provide the user facility staff further reprocessing in-service training. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that nurses at the user facility noted that there were two unspecified models of colonoscopes that were leaking blue liquid from the distal end after the colonoscopes were reprocessed. There was no report of any pt or user harm.